Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted the mesh was bunched up and protruding inside the abdominal cavity. He found that the mesh was densely adhered to the peritoneum and he dissected the mesh off. He also found a tear of the peritoneum. He then removed of the protruding mesh but was forced to leave some of the mesh that could not be dissected off safely. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 6/10/2022. Additional b5 narrative: it was reported that the patient experienced recurrent right inguinal hernia and discomfort following surgery.

Manufacturer narrative:
Date sent to the FDA: 02/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/29/2024 h6: appropriate term / code not available (e2402) utilized to capture limited ability to lift object. Explant date was updated from (B)(6) 2021. The date (B)(6) 2021) was not captured under d6b field since the device was not totally removed. Additional b5 narrative: it was reported that the patient underwent repair of recurrent right inguinal hernia with mesh and partial removal of old mesh on (B)(6) 2021. It was reported that the patient experienced limited ability to lift object, weakness and hernia recurrence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.